Event description:
It was reported that during the procedure in the moderately calcified, mid right coronary artery, the xience v stent system balloon was inflated to 12 atmospheres and ruptured. The xience v stent was not fully dilated; therefore, a non-abbott balloon was used successfully to perform post-dilatation. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with the stent or other devices. Return of the xience v stent delivery system (sds) may have aided in the evaluation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately tortuous and calcified, which likely contributed to the reported rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or patient anatomy, such that the balloon ruptured upon inflation at 12 atm. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.